Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft (B)(6) was implanted during the endovascular intraluminal repair of an abdominal aortic aneurysm on. The patient's sub renal diameter measured 21¿22mm, and the proximal riveting area was noted to be tortuous. The aneurysm diameter measured 51mm, with thrombus formation observed at a significant angle. The aortic neck was noted as angulated also. It was reported during the index procedure, after the devices were implanted, CT showed an endoleak at the proximal end. Multiple balloon dilations were performed and the patient was transferred back to the ward. No devices were implanted in an attempt to treat the endoleak. It was reported the patients blood pressure remained unstable in the ward and vital signs were weak and that an aneurysm rupture had occurred. The patient was sent to ICU for intervention. Treatment was stopped and the patient expired 2 days post the index procedure. Per the physician, the cause of the endoleak and death was anatomy related. The physician suspected underlying disease, diabetes, high blood pressure and that the proximal anatomy was twisted, the blood vessel wall was thin, multiple balloon dilations, and eventual rupture of the proximal end contributed. It was said the cause death was related to the patients underlying disease.